Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a system shutdown during an installation process. Due to an unexpected system behaviour, the automatic start of a software update was postponed. The log analysis showed that the system had been switched off by the user (hard powered off) during the last system backup, which resulted in a corruption of the hp system file in which the patch installation information was stored. The corrupted file in the hp environment started, but the information that the vd11c patch11 was already installed was missing. This led to a new installation process, which was interrupted and aborted by the user by shutting down the system, which brought the system into the error status of an inconsistent configuration. Although the configuration was restored as part of a reactive service activity, which allowed the system to be brought back into operation, the corruption of the hp system file was not detected in the process. This resulted in the information of the already installed vd11c patch11 still being missing in the hp environment. The system software was completely reinstalled as part of service activity which resolved the error of the corrupted hp system files. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen biplane system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was not continued. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.